Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed miscellaneous overinfusion of undetermined root cause.

Event description:
It was reported that there was a pump volume discrepancy (expected residual volume (erv) was 11ml but the actual residual volume (arv) was 0ml). The healthcare professional (hcp) filled the pump with 10 cc of saline and was successfully able to aspirate all 10 cc out of the pump. They filled the pump with the patient¿s normal medication and planned to check the pump volume in two weeks. The patient was having withdrawal/underdose symptoms that were not specified. The reporter noted that the patient did not have to go to the hospital. The pump was later explanted and replaced (b)(6() 2015 and was returned to the manufacturer. The reporter noted that saline was put in the pump after the patient was having problems, but they had no information when this occurred. The patient had overdose symptoms and less than 50% therapy relief. The patient ¿seemed to be doing fine.¿ the pump was used to infuse compounded baclofen, dilaudid, bupivacaine, and clonidine. Follow up was being conducted to obtain additional information but had not been received at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Rpa finished out destructive analysis as oi CAPA (none to partial destructive) testing was completed. Rpa discovered a badly discolored and miss-shaped pump tube, a breach in the tube and fluid and residues throughout the pump head pump head compartment and motor compartment and motor can. For the discoveries of the tube issues and thick residue throughout the pump compartments additional afc codes were added to the analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.